Event description:
It was reported occlusion alarms occurred. The customer went to emergency room and subsequent hospitalization, with a blood glucose level displaying as "high", a specific value was not provided, with ketones identified as dangerous by a healthcare provided. The customer was treated with intravenous fluids of saline and insulin, which resolved the issue. The customer was released from the hospital on (B)(6) 2025 with no permanent damage. The customer continued using the pump for insulin therapy.